Event description:
Pt was undergoing surgery for replacement of hip. During application of bone cement, the bone plug moved distally. Forty seconds later blood pressure suddenly dropped. Pt expired on that same day.